Manufacturer narrative:
No unexpected compromised force sensor system error alarms were noted. The insulin pump was received stuck in a motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The excessive no delivery and occlusion tests were unable to be performed due to the motor error alarms. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a compromised force sensor system error alarm. No further details were given. The insulin pump was returned for analysis and a replacement device was shipped to the customer.